Manufacturer narrative:
(B)(4). No related complaint received with return of device. This report is to advise of an event observed through analysis. Final analysis confirmed that it was difficult to insert both the atrial and ventricular test leads into the pulse generators header and the insertion force used to insert the lead was out of specification for this product. (B)(4).

Event description:
This report is to advise of an event observed through analysis.